Event description:
Medtronic received information that during use of a nt oxygenator, the customer reported that 100ml of fluid leaked from the temperature port. The device was replaced to complete the procedure. There was no patient impact associated with this event. Additional information was received that there was no adverse affects to the patient.

Manufacturer narrative:
Conclusion: reported event was confirmed. During use, the customer reported that the nt oxygenator leaked from the tma port. Product was not returned for analysis; however, the photograph provided by the customer provided clear evidence of a tma leak; therefore, the reported event was considered confirmed. A trend in affinity nt hollow fiber oxygenators (hfo) for tma leaks has been identified and a formal investigation was initiated to address this issue. The device was not returned and no valid serial number was provided so a DHR review was not possible. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.